Event description:
It was reported that insulin gauge on pump displayed an amount different than expected, with pump showing 14 units while caller expected about 250 units, and fill estimate continued to change as insulin was delivered. No information was provided regarding any impact to the customer¿s blood glucose level. Customer confirmed removing air from cartridge but had not used room temperature insulin, so technical support advised use of room temperature insulin, caller acknowledged this education, declined to load new cartridge, chose to continue using current cartridge, and planned to follow up if necessary.